Event description:
It was reported that when stimulation was turned on, the patient had periodic pain and all of a sudden it would happen. It felt like needles in the vaginal area and it was not comfortable. The patient stated that it could be a tingling, but it felt like needles. Therapy was helping the patient. It was unknown if there was a 50 percent or greater symptom reduction. The patient called her healthcare professional (hcp) with symptoms of a urinary tract infection, but also stated she was in pain and feeling pins and needles in the left upper leg. It seemed to be related to the amplitude setting. The patient went into the hcp office, got a urine culture, and was prescribed an antibiotic. No troubleshooting was done to provide insight to the issue. The patient was unsure of how to work the external device. The patient¿s hcp went over how to turn the device on and off and how to adjust the amplitude, and the amplitude was turned down for her. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0q967, implanted: (B)(6) 2014, product type: lead. (B)(4).